Manufacturer narrative:
The customer reported the suspect ventilator device is available for analysis and an onsite service by vyaire field service has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once a final evaluation is completed.

Event description:
The customer reported while in patient use an " invalid gas ID" display alarm on this ventilator device. However, once the device was removed from patient use, the customer reported multiple inspiratory flow sensor errors in the error log of the ventilator device. The customer determined the most likely cause of this errors was the gas delivery engine (gde) based on vyaire service phone consultation. The customer stated no patient harm or injury was associated with this event.